Event description:
It was reported the patient developed an infection at the device pocket and lead location and had their implantable neurostimulator (ins) and leads removed. It was noted the patient was hospitalized. It was further noted the patient reported that something was left in their back post explant. It was noted the patient had drainage and incisional wound opening. It was further noted that a culture was taken from the device pocket and mrsa was cultured. The reporter stated that antibiotic treatment was necessary. It was noted the patient had pain and less than 50% therapy relief. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient¿s initial infection got better. The reporter stated that it was discovered via x-ray that something was left inside the patient¿s spinal womb which was why the incision would never fully close internally. The reporter further stated they thought the patient scheduled and had the piece left inside removed. It was noted the patient stated that they were told a ¿needle cap¿ was left inside.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead, product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).